Event description:
It was reported three months after implant that the patient's right ventricular (rv) lead had dislodged. A lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.